Event description:
Revision planned for patient with a unicondylar knee implant.

Manufacturer narrative:
Revision planned for patient with a unicondylar knee implant. Preoperative CT scans were reviewed and it appears that the incident may be patient condition related. Review of device history record indicated that the device was manufactured to specification.